Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. *update on 16-sep-2021 per clinician review: "[...] (B)(6) 2019: operative note. Revision right hip for pseudo tumor. [...] Post op dx metallosis with trunnionosis. Significant metal debris in tissue. Some bone loss at acetabulum, significant trunnionosis and debris at junction. Stem well fixed. No acute inflammation. Murky brown fluid in joint. Posterior flap. Dead necrotic tissue that looked like pseudo tumor debris. Abductors were not involved. Eto to get out stem. Significant trunnion wear on female and male sides. [...] Prepped for modular revision stem. 16mm stem, 23 +0 body, 40 +0 head. Cerclage cables. Clinic note stated: had been having pain. Getting worse. Increased metal levels and pseudo tumor in pelvis. [...] "

Manufacturer narrative:
Reported event: an event regarding wear, altr and abnormal ion level involving a involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of metallosis/trunnionosis and pseudotumor/ altr were confirmed via clinician review, while the event of abnormal ion level was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision right hip surgery was performed for metallosis/trunnionosis and pseudotumor. Metal levels could not be confirmed without additional records. Recall of the device could not be confirmed without lot numbers or additional medical records, injuries could not be established without additional medical history and records. Root cause: the root cause of the revision was trunnionosis likely related to a v40-tmzf trunnion issue. The other allegations could not be confirmed without additional records, but if confirmed would likely be related to the same root cause. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood, metallosis/trunnionosis and pseudotumor. Clinician review of provided medical records indicated that a revision right hip surgery was performed for metallosis/trunnionosis and pseudotumor. Metal levels could not be confirmed without additional records. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Reported event. An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that patient's hip was revised due to excessive levels of chromium and cobalt in his blood. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.